Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Correction to b5: the air/water nozzle was wiped/brushed with a gauze, brush, or sponge. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus, the image on the evis lucera elite colonovideoscope was blurry. During inspection and testing of the returned device, the nozzle was found to be clogged. According to the customer, the device was cleaned prior to requesting the device be repaired. The customer was unaware if the nozzle was clogged with debris while being used on a patient, there was no delay in pre-cleaning, air/water was supplied to the nozzle, liquid was sent to the nozzle, the scope was not submerged in the cleaning solution and the nozzle was not cleaned with gauze, brush or sponge. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Initial reporter name and address: (B)(4) the device was not returned to olympus for evaluation and the customer¿s allegation was not confirmed. Due to clogging of the nozzle, air supply volume and water removal ability did not meet specification. The distal end cover had a burn, the adhesive around the objective lens was peeled, the bending section cover adhesive was chipped, scratches were found and the adhesives on the bending section cover and the light guide lens had white-clouded areas. The worn angle wire caused both the bending angle in the up direction and the play of the up/down knob to not meet specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.